Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and being close to diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that the patient was not feeling well and they went to an urgent care where he was diagnosed with strep throat, but that culture came back as negative. He came home, ate dinner, and started vomiting. The mother called the doctor who advised to go in to the hospital. The patient was admitted to the hospital. He was diagnosed with dehydration, being close to diabetic ketoacidosis, and a stomach virus. Treatment included IV fluids, blood thinner, and additional insulin. He was also prescribed amoxicillin for 10 days. The mother stated that she did not feel the hospitalization was due to the pod, but due to a stomach virus the customer was experiencing.